Event description:
A hospital in (B)(6) reported via our distributor that they found defects in mr290 autofeed humidification chambers while in use on a sensormedics hfov 3100a ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was received and visually inspected. Results: the chamber exhibited one crack in the dome, near the bracket, and a long crack along the base. A lot check revealed no other complaints for lot number 061016. Conclusion: the cracking observed on the returned complaint chamber is consistent with that of chambers used on a high frequency ventilator. The mr290v chamber is likely to crack when it is used in conjunction with a high frequency oscillating ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber, which is specifically designed for high frequency ventilator applications. Should the crack be significant enough to cause a drop in pressure, the ventilator should alarm, alerting the user to replace the chamber. Our user instructions that accompany the mr290 chamber specify to the user the following warnings: set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. The mr290 autofeed humidification chamber features a float system which allows the chamber to automatically refill and maintain an appropriate water level. All mr290 chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected. (B)(4).